Event description:
It was reported that the patient presented with myocardial infarction (stemi) and thrombosis of the mid left anterior descending artery, and a balance middleweight universal ii guide wire was advanced and positioned and a thrombectomy was performed. A 2.5 x 18 mm xience v stent was deployed. During attempted post-dilatation with a 2.75 x 12 mm nc trek balloon catheter, while advancing the device in the guide catheter, the proximal shaft at the hub separated. The device was removed without incident. It was noted that no force or resistance was felt during advancement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device could not be completed. It should be noted that the nc trek instruction for use (IFU) cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5a through 5g, if necessary); otherwise, complications may occur. Additionally, the IFU instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guide wire: balance middleweight universal ii. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information.